Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.

Event description:
It was reported to boston scientific corporation that a capio slim was used on a cystoscopy procedure. During the procedure, the device misfired. The procedure was completed with another same device. There was no patient complications reported.